Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Manufacturing location: monument. Manufacturing date: march 19, 2018. Part number: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm. Lot number: 14l3628 (non-sterile). Lot quantity: 234. Two pieces were scrapped in cell at op #80, flow inspect/pack, for surface finish discoloration. There was also a 4 piece weight variance recorded (short) at this operation. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in process / inspect dimensional / final inspection met all inspection acceptance criteria apart from the two pieces noted. Packaging label logs (pll) lmd were reviewed and determined to be conforming. A total of 254 labels were printed. 234 were used on parts, 2 were used on the plls and 18 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of received 2 parts each instead of 1 part each does not indicate breakage or failure of the screw. Therefore, review of the raw material dhrs would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Visual inspection: the package for part number 04.211.024, lot 14l3628 was returned for evaluation and examined by the quality engineer. The label on the package states, ¿contains 1 part¿ and the package contains 2 screws; therefore, the review supports the complainant¿s description of the complaint condition. Therefore, this complaint is confirmed from a manufacturing standpoint. Jabil was initiated on february 26, 2020 for this confirmed complaint to complete an investigation. Manufacturing review: part number 04.211.024, lot number 14l3628 was manufactured in august 2019. The parts were packaged on 09-aug-2019 on sharp packaging machine 743. Roll stock bags are pulled through the machine with power drive rollers, a label is then applied followed by a timed blast of compressed air that opens the bag. The operator then inserts product into the bag and then uses foot control to activate the sealer to seal the bag. The process then repeats itself for each piece in the production order. In the case of this complaint, the operator inadvertently placed an additional screw in the package prior to sealing. Per the piece pack work instruction, the following is confirmed on the first 5 pieces: label position, bag dimensions, proper seal and components are present in the bag. At the end of the run, line clearance/label reconciliation is completed on every lot per packaging label log (pll). There were no issues with the pll reconciliation for this lot. The packaging operation is 100% manual. There is no evidence to suggest the operator did not follow their process but did inadvertently place an additional screw in a package. Incorrect packaging (wrong parts count) is a design output per production risk management document includes ti variable angle part families 04.210.106 ¿ 04.210.160 and 04.211.008 ¿ 04.211.060. Nc review: a 1-year review was completed for related nonconformities for the ti variable angle part families 04.210.106 ¿ 04.210.160 and 04.211.008 ¿ 04.211.060. The search found one related nc; which was initiated on april 3, 2019 for part number 04.211.016, lot h810384 containing 2 screws in the package. Product complaint review: the complaint data was reviewed for an 18-month period for valid complaints part number 04.211.024. The search returned only this complaint, (B)(4). Process risk: wrong parts count, the worst-case severity of harm = 1 and the probability of occurrence harm = 1; risk level = accept. The worst-case harm is user dissatisfaction. The number of screws packaged for 1 year for variable angle screws (04.210.106 ¿ 04.210.160 and 04.211.008 ¿ 04.211.060) was 747,371. The occurrence rating for wrong quantity in the package for 1 year for 2 quality events = (2/747,374 * 100) = 0.0003%. The probability of occurrence = 1, = 1:10.000 (= 0.01%) or improbable. The occurrence rating is alignment with the risk document probability of occurrence harm = 1. Conclusion: the monument packaging process is specific to each production order. Therefore, packaging defects are specific to the packaging event in which they occurred. In conclusion, there is no indication of a systemic issue and the probability of occurrence is improbable for incorrect quantity in package. The complaint was confirmed during investigation. A manufacturing issue was identified. Further investigation will be performed and documented within the respective quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative. Additional pro code: hwc. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Investigation summary: device history lot. Manufacturing location: monument. Manufacturing date: 19-mar-2018. Part number: 04.211.024, 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 24mm lot number: 14l3628 (non-sterile). Lot quantity: 234. Two pieces were scrapped in cell at one operation. There was also a 4 piece weight variance recorded (short) at this operation. Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, in process / inspect dimensional / final inspection, met all inspection acceptance criteria apart from the two pieces noted. Packaging label logs were reviewed and determined to be conforming. A total of 254 labels were printed. 234 were used on parts, 2 were used on the plls and 18 labels were destroyed. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all-dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿received 2 parts each instead of 1 part each¿ does not indicate breakage or failure of the screw. Therefore, a review of the raw material dhrs would not be pertinent to the reported complaint condition. This lot met all-dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Corrected data: manufacturer contact details. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: investigation requirements:product code: 04.211.024, lot number: 14l3628 jabil: monument will conduct the initial investigation. Product code: 04.211.024, lot number: 14l3628, jabil: monument will conduct the initial investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: hwc. Occupation: synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the customer received two (2) packages of 2.7mm titanium (ti) variable angle (va) locking screws with the incorrect number of devices in the package. Each package contained two pieces instead of one. This is report 1 for 2 (B)(4).